Event description:
It was reported via patient survey that the patient experienced an event described as diabetic ketoacidosis. No additional clinical details, blood glucose values, or treatment information were available. Multiple attempts were made to contact the patient to obtain further information regarding the event; however, the patient was unreachable and additional details could not be obtained. Symptoms and outcomes could not be confirmed. Investigation included review of the information provided and attempted communication with the patient. Investigation of this case revealed insufficient information to identify a specific medical device problem or component failure. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.